Manufacturer narrative:
A pacemaker was received for analysis. The device was in backup mode and near end-of-service and was noted to have been implanted longer than intended longevity, leading to the fluctuation in estimated longevity. The reported event of failure to interrogate was attributed to normal battery depletion. All device characteristics, including telemetry, were tested to be normal after battery replacement. The reported event of premature battery depletion was unconfirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the pacemaker was unable to interrogate and exhibited premature battery depletion. The physician explanted and replaced the device. The patient was in stable condition.